Manufacturer narrative:
This report is filed february 26, 2016. The device is currently unavailable.

Event description:
Per the clinic, the patient experienced pain at the implant site after sustaining a head trauma and was advised to apply a topical antibiotic. Subsequently, the patient experienced a loss of osseointegration resulting in fixture loss (date not reported).